Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# v641328, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension.

Event description:
Additional information received from a healthcare professional reported there was new left lead settings with bothersome right hand tremor, neck stiffness and dysarthria that had improved after changing the left subthalamic nucleus (stn) back to double negative bipolar configuration with bilateral amplitude and frequency increment. Battery was at 3.02v and 24 days later battery had reached elective replacement indicator (eri) at 2.48v due to a short left circuit and had bilateral stn deep brain stimulator re-implantation and left ventral intermediate nucleus (vim) implantation on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# v641328, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A manufacturing representative reported a short was measured on the day of this report during an impedance measurement. The left side was programmed to c+, 0- at 2.4v, 90 usec, and 150 hz with therapy impedance of 890 ohms and the right side was programmed to 9-, 10+, 11- at 1.8v, 90 usec, and 150 hz with a therapy impedance of 2057 ohms. A longevity calculation estimated the implantable neurostimulator (ins) to reach elective replacement indicator at 4.4 years and end of service at 4.6 years. The patient had a history of a short with electrode pair 0-1 that sometimes showed normal impedance and sometimes showed a short. The ins battery was at 3.08v. The patient's indication for use is parkinson's dual and movement disorders.

Event description:
Follow-up information received from the manufacturer representative (rep) reported that unknown circumstances led to the impedance issue. The patient was "reprogrammed" to resolve the event.